Event description:
It was reported, the flex deflectable videoscope b30 error (electrical continuity error) occurred and image did not appear. The issue occurred during inspection for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely due to stress from repeated use, external factors, or handling of the device that the image sensor unit was damaged (including disconnection) or the parts mounted on the electrical circuit board (such as the integrated circuit chips and capacitor) were broken, which resulted in the displayed error message. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.